Event description:
Pt has had prolonged menstrual bleeding since essure procedure was done in (B)(6) 2011. She began to experience back pain, abdominal pain and severe vaginal itching in (B)(6) 2012. She had numerous tests done which were negative except for urinary tract infection which was treated with antibiotics. Pt went to ER twice in (B)(6) after passing out at work. Her doctor did an allergy test, which indicated that pt has a nickel allergy. Pt's uterus, cervix, fallopian tubes and essure devices were removed via laparoscopically assisted vaginal hysterectomy (lavh) on (B)(6) 2012. Essure devices were found in proper position in fallopian tubes. Since pt's symptoms have resolved post surgical and she had no other medical history that contributed to her symptoms, her doctor attributes her symptoms to an allergic reaction to the essure devices.

Manufacturer narrative:
The essure IFU contains the following warning statement: the essure micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Pts who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some pts may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives.